Manufacturer narrative:
The received device was evaluated and found the exposed soft cannula to be bent. During the fluid path test, the fluid passed freely through the complete fluid path after clearing crystallized insulin residue inside soft cannula, even though the exposed soft cannula was kinked. It could not be conclusively determined when this damage to soft cannula occurred. The pod was returned with the adhesive pad on the bottom housing. No damages or defects were found on the adhesive pad, bottom housing and the fluid path components that would contribute to the skin irritation at the pod infusion site. A root cause for the reported skin irritation could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose levels reached 23 mmol/l (414 mg/dl). The pod was worn between 4 and 24 hours on the arm. It was noted that the cannula was bent. As treatment for the hyperglycemia, a manual injection was administered and a new pod was applied.